Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the battery depleted on (B)(6) 2019 and was implanted on (B)(6) 2017. Patient reported a replacement was scheduled for (B)(6) 2019 for a new battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that eri was seen on a non-rechargeable ins. Patient stated it was not working. Patient stated she could feel therapy was going on and off since a week ago. Patient connected with her patient programmer (pp) and saw doctor screen with eri. Pss had the patient connect to the ins today and patient stated stim was off. Patient turned stim on but stated she was not feeling stimulation at 4.10. Patient increased stimulation to 7.80 but she was not feeling stim. Patient changed to group a program 1 and tried to adjust stim up but was not feeling stimulation. Patient was dissatisfied with ins longevity. Patient was surprised that she was getting a replacement indicator at this point. Additional information was received from the patient. Patient reported tenderness at ins site. Patient reported an appointment scheduled for november 6th. No further complications were reported/anticipated.